Event description:
The pump was returned for investigation. Investigation revealed a torn keypad and contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be torn over the up arrow. All of the keypad buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed. Unrelated to the keypad issue, the black box confirmed a time and date reset to the default setting following a battery change on 02/17/2014, with no evidence that the correct time and date was set after a power reset event. The pump was exercised for 24 hours, the battery was removed for 6 hours, and the time and date was observed to have reset to the default setting. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. (B)(6).